Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to his skin. The infusion sets were peeling away from his skin, which caused leakage. The caller reported that 8 out of the 10 infusion sets from the same box did not stick. The customer alleged the infusion sets from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.